Event description:
The ipg was returned to the manufacturer after the physician could not seat the setscrew during an implant attempt. The device subsequently tested out of specification during manufacturer's analysis. No pt complications have been reported.

Manufacturer narrative:
Eval summary: the ipg was received with one port-plug inserted into the top of the header and the bottom setscrew was upside down in the connector block. No visual anomalies were noted. Once the bottom septum was removed and the setscrew was reseated, the setscrew functions normally. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.